Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was monitored. No frozen display noted. Moisture damage noted on lcd board during visual inspection.

Event description:
The customer reported moisture damage, unresponsive buttons and a frozen screen. The customer monitored the time on the screen, and the minutes did not change. Advised the customer that the insulin pump would be replaced. Nothing further was reported.